Manufacturer narrative:
The technician indicated that it looked like the cable was pinched between the moving parts of the headrail. He replaced both siderail cable assemblies to repair the bed.

Event description:
Info received indicates the right head siderail cable is cut/frayed and metal wiring is exposed.